Event description:
Related manufacturer reference number: 2017865-2022-15261. It was reported that the patient presented in clinic for a follow up. Device interrogation revealed no capture the atrial channel on the implantable cardioverter defibrillator (ICD) and no capture on the atrial (ra). The physician elected to explant and replace the ICD. No information on how ra lead was addressed. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.

Event description:
New information received notes that the patient condition was stable.

Manufacturer narrative:
(B)(6) 2022 jg ¿ supplemental report needed for patient condition.

Manufacturer narrative:
Correction: h6 for device not returning.